Event description:
Nellcor puritan bennett received a call from a representative of hosp on 09/11. Hosp called to report the following problem: incident occurred on 09/11/00 at 2:00 pm at nursing home. Nurse walking down the hall observed the pt's ashy color. Nurse went in to check on pt and found the trach tube partially disconnected. Vent was said to have pressure but no volume was being delivered to the pt. Vent was not alarming. Pt died the next day.